Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced pain, recurring infections and vaginal odor. The device remains in the patient. Therefore, no failure analysis is available. Company's directions for use outline as potential complications: "infection".